Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Caller stated that the customer's blood glucose reading was 375 mg/dl at the time of admission. Caller stated that the customer's insulin pump was not delivering the correct amount of insulin and the infusion set cannula was bent. Nothing further was reported.